Event description:
Reporter filing on behalf of patient who was also on the phone. On (B)(6) 2017 patient received insulin pump and reports having issues with the pump from that day. He states the pump over delivered insulin causing him to be hypoglycemic. Also, the sensor produces high readings and calibration errors with the device and believes its malfunctioning. Reporter states patient received a recall notice from medtronic but has not been able to go online to follow the recall procedure. He is concerned this malfunctioning pump can potentially kill him.